Manufacturer narrative:
¿The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.¿

Event description:
The complaint involved a 102" (259 cm) appx 5.0 ml, transfer set w/microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear, 0.2 micron filter, clamp, rotating luer. The reporter stated that the product was leaking an unspecified fluid at the filter during infusion. There was no reported adverse advent or human harm.

Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. The device history record could not be reviewed due to the unknown lot number. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.